Manufacturer narrative:
(B)(4) captures the additional intervention that was performed to reprogram the device. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock, suspected to be due to oversensing of noise and diminished r-wave amplitudes. The sense vector was set to primary, so the physician reprogrammed the vector to secondary and turned off tachy therapy until further evaluation could be performed. The local field representative checked the device and performed troubleshooting, where noise was recreated during different patient maneuvers. Device data was submitted to technical services for review, to confirm sensing was appropriate in the secondary vector. No additional adverse patient effects were reported outside of the inappropriate shock therapy. The device remains implanted. Technical services review of the episode and available data confirmed the secondary vector was most appropriate, and suggested performing x-rays to evaluate the system position.